Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarms were confirmed via the submitted log file. The mobile power unit (mpu) was not returned for analysis; however, two log files ((B)(4) and (B)(4)) were submitted for review and showed overlapping events spanning approximately (06jul2020 ¿ 16sep2020 per timestamp). No external power alarms were active on (B)(6) 2020 at 09:56:19, on (B)(6) 2020 at 23:11:58 and on (B)(6) 2020 at 09:59:45. These alarms occurred while connected to the mpu and appear to be caused by a loss of ac power. The no external power alarms activated due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The backup battery provided power to the system during these events. The alarms cleared shortly after activating and pump operation was not affected. There were no other notable alarms. The mpu was not exchanged and remains in use. Provided information indicated that the cause of the no external power was not known. The no external power alarms appear to be related to a loss of ac power while connected to the mpu. The root cause for the loss of ac power was unable to be conclusively determined through this analysis. A device history record could not be reviewed due to a serial number not being provided for the mobile power unit. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power and power cable disconnect alarms. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) ) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file review was requested for the patient. The log noted several power and flow fluctuations throughout the history. In addition, the log captured a single low flow event on (B)(6) 2020. This seems to be a patient related issue and not an equipment related issue. Finally, the log file captured no external power events on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu or ac wall outlet, or a house power disruption. There was no interruption in pump support during these events. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. It was reported that the patient was hospitalized s/p diverting loop ileostomy for ischemic ascending colitis on (B)(6) 2020. The patient was having spikes in flow and power. The log file captured a low voltage hazard/no external power event on (B)(6) 2020 and (B)(6) 2020 due to a total loss of power to the mpu. Also noted a transient low flow event on (B)(6) 2020. Technical services did note an above baseline power of 6.5w on (B)(6) at 1941 but overall pump power was fairly stable throughout the log file. It was reported that the low flows resolved. It is unknown what resolved them. The patient is still currently hospitalized s/p diverting loop ileostomy for ischemic ascending colitis. The patient has been hospitalized since (B)(6) 2020. The patient was hospitalized at time log files were sent; the patient is on hospital power module which was operational. The vad team is unable to provide the serial number of the mpu. It is unknown if the mpu has a v-lock connector on the a/c power cord. It is unknown if the power cord came loose at the wall / outlet or the back of the unit. It is unknown if there were any environmental circumstances that would have affected a/c power at the tune if the event. The cause of the elevated pump power was not identified. Device return status is unknown.